Event description:
It was reported that a patient presented with lead noise noted on the right atrial lead, right ventricular lead, and both respective channels on the patient implantable cardioverter defibrillator. The noise was over-sensed. No intervention or adverse patient consequences were reported.

Event description:
It was reported that a patient presented with lead noise noted on the right atrial lead, right ventricular lead, and both respective channels on the patient implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.